Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery relative to an endovascular repair of an infrarenal abdominal aortic aneurysm procedure. Reportedly, the prostyle foot was unable to pull back. The device was stuck and could not be removed. The device was eventually pulled out damaging the vessel and breaking the catheter of the device leaving pieces in the vessel. Surgery was used to retrieve the separated portion. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation of the guide and foot were confirmed. The reported difficult to open or close was not confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and force was used to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contributed to the reported difficulties with the device. The reported difficulties and subsequent treatment are due to the circumstances of the procedure. In this case, it is likely the insertion angle and/or an interaction with patient anatomy resulted in the device guide breaking during insertion which led to the entrapment of the device. The break likely became worse with the manipulation and force applied to remove it. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number updated from unknown to 2072341.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery relative to an endovascular repair of an infrarenal abdominal aortic aneurysm procedure. Reportedly, the prostyle foot was unable to pull back. The device was stuck and could not be removed. The device was eventually pulled out damaging the vessel and breaking the catheter of the device leaving pieces in the vessel. Surgery was used to retrieve the separated portion. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. Subsequent to previously filed report, additional information was received: the posterior foot was noted to be separated when the device was removed and was retrieved from the patient. No additional information was provided.